Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has been receiving inadequate therapy due to high and low impedance being present. Reprogramming was performed but was unable to provide resolution. As a result, the patient plans to undergo surgical intervention on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information gathered via follow-up revealed the patient's lead was explanted and replaced to provide resolution.